Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Exact date of implant was not provided. Lens was implant in (B)(6) 2016. There is no indication at the time of this report that the lens has been explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a zkb00 intraocular lens(iol), a patient was unhappy. The patient at plano has a visual acuity (va) of 20/30 ¿ 20/40 and complains of no near va with the zkb00 iol. With pilocarpine, patient is 20/25 j5. Patient was operated in (B)(6) 2016 and has had a yag capsulotomy. Patient also complains of halos. Lasik was also done to correct residual astigmatism. Patient¿s main complaint is that the surgeon charged more than other doctors would and is claiming that she does not have a multifocal lens in her eye. The doctor has referred patient to another surgeon who could confirm that she does have a zkb00 in her eye. No further information was provided.